Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was not able to find a problem with the unit. Full checkout including all functional and safety tests as per service manual. Released unit to customer.

Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) unit was not inflating the balloon. There was no patient involved.

Manufacturer narrative:
Due to characters limitations, e1 (event site name) is st bernards regional medical ctr. A supplemental report will be submitted upon completion of our investigation.